Manufacturer narrative:
The devices remain implanted and are not available for investigation. Also was used ceb231410/23106686 UDI# (B)(4). Please note that the gore® viabahn® vbx balloon expandable endoprosthesis will be reported separately. (B)(4).

Event description:
On (B)(6) 2022, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses, gore® excluder® lliac branch endoprostheses (ibe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx) to treat right and left internal iliac arteries aneurysms. Reportedly, the physician mentioned that it was off label procedure with a combination of internal components and vbx requiring seal into posterior gluteal arteries on both the left and right internal iliac arteries. Completion of the procedure showed the successful flow through the graft into both left and right internal iliac arteries and gluteal arteries. On (B)(6) 2022, a follow up computed tomography scan showed that the right internal iliac artery and the internal devices (incorporated both an internal iliac component plus a vbx) were occluded. The physician decided against further intervention on the right side as the left vessel was stayed open. It was reported that the patient had a distal tortuous anatomy and it possible contributed to the event. Also, the off label use of the devices can be attributed to the occlusion. The physician is monitoring the patient.

Manufacturer narrative:
The devices remain implanted and are not available for investigation. Also was used ceb231410/23106686 UDI# (B)(4). Please note that the gore® viabahn® vbx balloon expandable endoprosthesis will be reported separately. (B)(4).

Event description:
On (B)(6) 2022, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses, gore® excluder® lliac branch endoprostheses (ibe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx) to treat right and left internal iliac arteries aneurysms. Reportedly, the physician mentioned that it was off label procedure with a combination of internal components and vbx requiring seal into posterior gluteal arteries on both the left and right internal iliac arteries. Completion of the procedure showed the successful flow through the graft into both left and right internal iliac arteries and gluteal arteries. On (B)(6) 2022, a follow up computed tomography scan showed that the right internal iliac artery and the internal devices (incorporated both an internal iliac component plus a vbx) were occluded. The physician decided against further intervention on the right side as the left vessel was stayed open. It was reported that the patient had a distal tortuous anatomy and it possible contributed to the event. Also, the off label use of the devices can be attributed to the occlusion. The physician is monitoring the patient.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for investigation. According to the gore® excluder® lliac branch endoprostheses (ibe) instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to occlusion of device or native vessel. The IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) is required. Also, in addition to standard evar anatomical considerations, additional anatomical considerations for placement of the gore® excluder® iliac branch endoprosthesis include but are not limited to vessel tortuosity.